Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. A system check was performed by technical support and the occlusion was found to be within the cartridge. The customer replaced supplies as necessary and resumed insulin therapy.